Event description:
On 8/25, rec'd a completed medwatch reporting a pt death. As stated on the report, "the pt is a chronic hemodialysis pt. Five mins after the start of the treatment, the pt complained of nausea and visual changes. Dialysis bloodlines clotted and the pt went into cardiopulmonary arrest. Code team failed to resuscitate pt. The pt had a history of heart disease and was allergic to ivp dye and pepcid. The pt presented to the facility offering no complaints. The dialysis machine and dialyzer were prepared as per facility procedure (attached) at 5:30 am. The duration of recirculation was 20 min and the uf was set to remove 1000cc ns. The blood pump and dialysate flow were not turned off at any time during recirculation. Residual chemical test was performed and the results are documented as negative and verified by 2 signatures. The time that these tests were done was not documented. Written procedure states that the testing is to be done within 10 mins of starting the pt treatment. Pre treatment bp 132/60 standing and 130/70 sitting. The treatment was initiated at 7:35am. Heparin is administered via infusion pump. Within 1 min of the treatment being initiated, the pt complained of nausea and visual changes. The bp recorded at 7:36 110/60 at 7:37 106/50. The pt then experienced cardiac arrest. The blood in the extracorporeal circuit clotted and was not returned resulting in a 300cc blood loss. CPR was initiated and continued during transport to the hosp. The pt expired at the hosp. The med director's assessment of the event was "hypotension followed by a massive mi."

Manufacturer narrative:
Record review documents that the device met all release specs. Testing for residual chemicals were negative and the dialyzer passed all performance testing. The symptoms presented by the pt prior to the event are typically seen documented for possible reactions to an infusion of even a small amount of germicide. Strict compliance to documented procedures for rinsing the dialyzers for sterilant must be adhered to. Observation by dsd reps visiting the clinic indicated that complaince to documented procedure was erratic among caregivers. The recommended procedure for preparation of the dialyzer states that the dialyzer should not be allowed to sit without blood side recirculation and dialysate flow unless the dialyzer is re-rinsed and tested again for residual sterilant. The potential exists for rebound of the sterilant if either side is allowed to become "dry". There is nothing identified in the investigation to indicate that the device caused or contributed to this event. Trending of complaints rec'd indicates that no similar complaints have been rec'd. Co will continue to monitor.